Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ xc in the jawline and experienced extreme swelling about 9 months later. A few days after onset, patient went to see an oral surgeon and no blocked duct was noted. Patient was given a round of keflex and clindamycin and sent home. Patient later presented to an emergency room just a few days later with increased swelling and pain, along with hard nodules. A MRI was done with insignificant findings noting no blocked glands, no parotitis, possible hidradenitis suppurativa. Patient was given IV steroids and sent home on medrol dose pack. The next day, 0.5ccs of hylenex were injected on each side of the jawline and 0.1cc of k10 was injected into the left jawline. Two days later, a consulting physician believed the event to be an abscess. I&d was performed immediately and steroids discontinued. Patient started doxycycline. Events are still ongoing with bilateral jawline nodules and erythema, but there is "80% improvement".